Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a laparoscopic cholecystectomy the device was attempted to be used but the balloon did not function and did not work correctly. The balloon was not of the correct shape. The device was tested before use on the patient. There was no patient injury and no surgical intervention was required in order to complete the case or prevent injury. Surgery time was not extended by 30 minutes or more. No device component fell into the patient; there was no tissue or blood loss or damage.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.